Event description:
Patient was sceduled for revision knee arthroplasty due to pain and radiographic studies. Patella component was dislocated on radiographic studies. At the time of surgery the metal backed patella was found without the metal pegs attached..pegs remained imbedded in the bone and had to be removed with currette. The component was sent to dr. At dartmouth for evaluationdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.